Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped and replaced on (B)(6) 2019 due to fracture.

Event description:
Patient reportedly received an appropriate shock followed by 7 inappropriate shocks. Patient was seen in clinic and therapy on the lead has been disabled. There appears to be noise on the rv channel, reproducible with patient postural testing. Lead remains implanted but will be evaluated further. Should additional information be received, this file will be updated.